Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h8 field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the charged couple device (ccd) failed due to third party repair. However, a definitive root cause cannot be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii bronchovideoscope was broken. The device was sent to a third party for repair prior to being returned to olympus. There were no reports of patient harm associated with this event. During inspection and testing, the device displayed no image. This can be attributed to the non olympus repaired parts. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The no image was due to non-olympus repair and parts. Additionally, the evaluation found: non-olympus plastic distal end cover (c-cover); non-olympus bending section cover (a-rubber); non-olympus adhesive on bending section cover (a-rubber); and non-olympus insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.